Manufacturer narrative:
Analysis of the ins (B)(4) found the battery to have reduced capacity due to overdischarge.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, product type: accessory. Product ID : 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 3550-39, product type: accessory.

Event description:
The healthcare professional reported via the manufacturer representative that the stimulation never reached the feet and the implantable neurostimulator (ins) had a heating issue. It was unknown what led to the event or how the issue was identified. There were no known diagnostics/troubleshooting performed. It was unknown if any interventions/actions were taken to resolve the issue. The issue was resolved at the time of the report. The entire system was explanted the day of the report. The patient was alive with no injury. The indication for therapy was non-malignant pain, lumbar radiculopathy and spinal pain. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.